Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 3 of 4. The hp stated that a bag fell and disconnected. The technical service representative (tsr) instructed the hp to cycle power to clear the alarm. The tsr explained se 2240 indicates a large amount of air has entered setup. The hp confirmed to finish therapy with a manual exchange and to call his nurse to inform of the alarm. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain 2/4 was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).the sample was discarded. Should any additional information become available, a follow-up report will be submitted.